Event description:
The patient was hospitalized in 208 due to ketoacidosis and coma. The medical staff reported that the patient had been unconscious for 4 days with retrograde amnesia. The patient was connected to the infusion device upon admission to the hospital and it was removed by the medical staff. No further information is available. Product was replaced and requested to be returned for evaluation.